Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 1082594 and 0204837 had discolored solution with white particles in it. The following information was provided by the initial reporter: "after feeling the syringe, the solution became muddy and with white particles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1082594. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-22. Medical device lot #: 0204837. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-08-25. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two 1ml luer-lock syringes (p/n 309628) sealed in blister packs from batch #1082594 and #0204837 and one loose filled 1ml luer-lock syringe with customer attached cap were received and evaluated. No visual defects were observed on both sealed sample. Fourier transform infrared spectroscopy (ftir) was performed on the loose affected sample after decontamination and it was determined that the material is most likely grease lubricant used on assembly machinery. Potential root cause for the foreign matter defect is associated with the material handling process. It is likely that over lubrication/greasing of machine components led to the grease getting on the stopper. Notification sent to the process engineer and maintenance team responsible for machine greasing and component lubrication to notified this defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 1082594 and 0204837 had discolored solution with white particles in it. The following information was provided by the initial reporter: "after feeling the syringe, the solution became muddy and with white particles."